Event description:
It was reported that the patient received inappropriate shocks. It was noted that there was oversensing and slightly elevated thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pacing log data for max v.pace shows an abrupt increase with max v.pace=480 to 1024 ohms peak between (B)(6) 2010 and (B)(6) 2010. A 25 - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(6) 2010 01:18:26 and (B)(6) 2010 13:09:17. Ventricular short interval count v-sic=31.0 counts avg/day, in 31.74 days, between (B)(6) 2010 15:45:50 and (B)(6) 2010 09:35:30.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report if additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.